Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead exhibited low defib impedance. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Brand name not available as product was manufactured on or before (B)(6)2014.